Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation to perform a paroxysmal atrial fibrillation, the faradrive steerable sheath dilator presented a burr sticking out from the tip. It was observed that the dilator end would not fully seat into the sheath causing it to move freely. The procedure was completed using an alternate device. No patient complications occurred. The sheath is expected to be returned.

Event description:
It was reported that during preparation to perform a paroxysmal atrial fibrillation, the faradrive steerable sheath dilator presented a burr sticking out from the tip. It was observed that the dilator end would not fully seat into the sheath causing it to move freely. The procedure was completed using an alternate device. No patient complications occurred. The sheath was received for analysis.

Manufacturer narrative:
Additional information was provided in section device codes. The referenced faradrive steerable sheath was returned with its native dilator still inserted which required removing the accessory, to proceed with further device analysis. Visual and microscopic inspection confirmed that the dilator tip was damaged. Functional testing was performed to test the device ability to deflect and steer and was unsuccessful as the steering knob could not be rotated with minimal force. An attempt to insert the dilator into the sheath noted successful insertion of the dilator but did not audibly snap and lock into the valve housing. Inspection of the proximal inner diameter of the faradrive steerable sheath shaft noted excess adhesive on the inner rim of the shaft. Analysis determined that the dilator tip was likely further damaged after insertion into the sheath due to the excess adhesive in the inner diameter of the proximal end of the sheath.